Event description:
Patient with crrt [continuous renal replacement therapy] running. Cvicu [cardiovascular intensive care unit] tech came to alert rn that there was a puddle under the crrt machine. Upon inspection the machine was leaking crrt solution from within the filter/cartridge and it was spilling onto the floor. The machine had not detected this leak and was not alarming that anything was wrong. Blood was returned to patient, machine swapped for a new machine and new filter primed on new machine. Of note it was passed off in report that on [redacted] the filter had to be changed due to "leaking" by the day shift rn, which I assume is likely the same thing that happened with this filter. It is unknown if this is a machine related issue or a filter/cartridge related issue, but the machine was sent to biomed for inspection, and a separate report was written for it as well. This report is to document the lot number for the filter in case this is a batch issue with the filters and not the machine. Upon inspecting the filter/cartridge the leak was from within the cartridge itself. I could point it out location wise, but I am not able to accurately describe this via text. Device was discarded